Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On may-11-2022 (B)(4) (con): information was received from a patient who was receiving dilaudid via an implantable pump for spinal pain indications. It was reported that the patient was told the pump was not working after their magnetic resonance imaging (MRI) until they had the pump checked at their refill appointment. This occurred about a year and a half ago (date unknown). The patient mentioned they have had trigger point injections and epidural shots and then it was discovered their pump was "not working" at their refill appointment. They didn't know they were supposed to have the pump checked after the MRI. The pump was not alarming during this time but it sounded like the healthcare provider (hcp) stated the pump log indicated the pump was "off." Agent reviewed information.